Event description:
The following has been reported: staff reported to biomed pump problem alarm. Biomed confirmed problem. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The unit was able to pass multiple basic hardware checks and basic startup checks and did not experience a pump problem alarm after infusing for days at both high and low flowrates. The leak failure could not be reproduced. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.